Event description:
Information received by medtronic indicated that customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Unable to perform sleep current measurement, active current measurement, self-test and displacement test due to blank display. Battery tube was realigned and powered up successfully and also successfully downloaded pump history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked and cracked case (battery tube). Unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. Damage (physical or cosmetic) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.